Event description:
Reporter alleged blood glucose monitoring device reading was 411 mg/dl and a back to back test result of 107 mg/dl. Reporter stated calling the hospital for medical assistance who recommended the customer contact the manufacturer for assistance. Treatment was not reportedly received nor were controls reportedly used. A request was made for the return of the suspect device and replacement product was sent.